Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. During on site visit fse (field service engineer) performed verification of cuts and energy. Performed sir (service installation record), verified system and sent email to cas (clinical application specialist) for follow up. The root cause could not be determined conclusively. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).

Event description:
A customer reported multiple patients with transient light sensitivity post laser treatment. Additional information requested. There are multiple related reports for this event. This report addresses the left eye of unknown patients, and another manufacturer report will be filed for the other patients.